Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. On an unspecified date, the option-lok male adapter of the tubing set was connected to a needleless valve connector and was being used to deliver an unspecified medication. The customer contact reported that after the delivery was complete, the nurse disconnected the option-lok male adapter from the needleless valve connector. At this time, it was reported that the tip of the option-lok male adapter broke off inside the needleless valve connector. The tubing set and the needleless valve connector were replaced and the therapy was resumed. There were no reports of adverse pt effects and no reported delay in therapy critical to the pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A rep device from lot #332344w was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.